Event description:
It was reported that during a photoselective vaporization of the prostate procedure, during the first vaporization it was identified that there was a break in the fiber body. The light was observed to be coming out at the break location. The procedure was completed without any patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob; therefore, the reported fiber break was confirmed. It is probable that excessive manipulation/rough technique during set-up or use of the device contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, during the first vaporization it was identified that there was a break in the fiber body. The light was observed to be coming out at the break location on the fiber. The procedure was completed without any patient complications.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis of a photo identified a break in the fiber body between the input connector and control knob. It is probable that excessive manipulation/rough technique applied to the fiber during the procedure lead to the fiber break. The interaction between the user and device caused or contributed to the observed fiber break. According to the instructions for use, the fiber should not be bent at sharp angels and the fiber end should not be pressed into the tissue. This will create stress on the fiber which may lead to damage to the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore no physical analysis of the product could be performed. Visual analysis of a photo provided by the customer identified a break in the fiber body between the input connector and control knob. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, during the first vaporization it was identified that there was a break in the fiber body. The light was observed to be coming out at the break location on the fiber. The procedure was completed without any patient complications.